Manufacturer narrative:
It was reported that the patient experienced shock while wearing epatch sensor - 2.5. The sensor returned for investigation. The sensor was inspected for general physical integrity and found in good condition. Engineering evaluation could not confirm the allegation of shock. Device evaluation concludes that the sensor operated successfully, and no problem was identified.

Event description:
It was reported that on (B)(6) 2025 while the patient was sitting down in a chair noticed burn marks on their skin while wearing the electrode - patch - universal 2 channel. The patient stated that burn marks were on the skin where the wires extended. The patient didn't know if the device ever was hotter than normal however, the patient believed that the electrode - patch - universal 2 channel was the cause of the burn marks. The electrode - patch - universal 2 channel was never exposed to moisture. The patient reported that they kept the burn area clean and was going to see their doctor if the pain continues. Later the patient said the pain felt like an electrical shock along with their skin feeling like it was on fire. If the pain didn't improve, they would have gone to the emergency room (ER). Additional information was received on (B)(6) 2025; the patient did seek medical attention and the area was covered after and unknown ointment was place. The patient didn't know if the ointment was a prescription, however, the patient was not given a prescription after seeing their doctor. Additional information was requested to clarify medical treatment however, they were unsuccessful.